Manufacturer narrative:
Upon receipt, the lead was subjected to an extensive analysis. The performance of the device under complaint was scrutinized, including a visual and electrical inspection. During this analysis, no deviations were noted which might be related to the clinical observation as mentioned in the complaint description. The lead proved to be within specifications and flawless throughout its inspection. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Ous MDR - it was reported that the patient received inappropriate shocks a few hours after the implantation procedure. The pacing impedance measurements of the lead were out of range (> 3000 ohms). A day after, during the replacement the physician observed an incision cut on the lead. The lead was replaced. No other adverse patient side effects were reported.